Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. During treatment, the user observed an external fluid leakage at the arterial top of the used revaclear 300. Treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient. The treatment was restarted using a new set of disposables.